Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Patient came in for a box change from a paradym rf dr 9550. After disconnecting the leads from the old device, a reconnection of the rv is1lead was not succesful. It was not possible for the physician to insert the lead completely into the header and screw into place, so that the lead held in place. The physician tried to unsrew and rescrew but with no success. She was not able to srew the lead into the header, so that the lead holds into place. We used a second device, where the connection was immediately successful.

Manufacturer narrative:
The visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. - no abnormality has been found and the lead connection tests were successful. - no regular tightening mark was found on the atrial and the ventricular setscrew tips (is-1). In addition, the setscrews were found damaged at both channels. - those observations indicate that the leads were not correctly screwed into the connectors (too much strength). Once the setscrews are damaged, it is very difficult to screw again the lead setscrews. That is probably why, it was not possible to connect the leads into the respective connector anymore. - based on the available data, no issue is suspected on the subject pacemaker. - this complaint is recorded for trending purposes. For more details, please refer to the attached analysis report.

Event description:
Patient came in for a box change from a paradym rf dr 9550. After disconnecting the leads from the old device, a reconnection of the rv is1lead was not succesful. It was not possible for the physician to insert the lead completely into the header and screw into place, so that the lead held in place. The physician tried to unsrew and rescrew but with no success. She was not able to srew the lead into the header, so that the lead holds into place. We used a second device, where the connection was immediately successful.